Event description:
It was reported that the bd alaris smartsite low sorbing set was damaged. The following information was provided by the initial reporter: we have reported an issue with some of the infusion tubing here at memorial central.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation. One photo was submitted for quality investigation. The customer complaint of defective could not be verified because the photo submitted did not show a failure and a sample was not available for investigation. A device history record review for model 10013902 lot number 22069110 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.